Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited loss of capture. Fluoroscopy results did not reveal any lead movement, but micro-dislodgement was still suspected. The lead was successfully repositioned on (B)(6) 2024. The patient was stable and asymptomatic.